Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to confirm the keypad anomaly due to blank display. The pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 99 mg/dl at the time of incident. The customer stated that the pump got wet in the pool or ocean when they were on vacation. The pump alarmed battery out limit and the buttons did not work to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.